Event description:
It was reported that medication leaked from the bd phaseal¿ spike connector (c180j) during use. The following information was provided by the initial reporter, translated from japanese: "the hcp aspirated saline from an IV bag and then put the drug solution back into the IV bag, and then the fluid leaked from the bonding (of the spike and the connector) of c180j. No information on the anticancer agent was provided.

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: the contaminated spike connected to an infusion bag was provided to our quality team for investigation. After proper decontamination of the device, the set was visually inspected and no visible damage or defects were observed. Leakage testing was performed in attempts to recreate the reported failure. Pressure was applied to the infusion bag, squeezing multiple times, no leak was observed from the bag stopper or between the connection of the connector and spike. Additional testing was completed, connecting an injector to the connector of the spike and injecting liquid into the bag, again no leaks were observed. Force testing was performed and while the pieces were welded and could not be manually disconnected, it was found that the connector was slightly twisted, indicating it was not properly assembled onto the spike which likely lead to the leakage reported. A device history review was performed for reported lot 2205210, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to verify the connection of the two pieces, no issues related to the reported incident were found. Based on the sample evaluation, it was determined this incident was due to the improper assembly by the operator, attaching the pieces at an angle instead of vertically. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.